Manufacturer narrative:
See MDR 1920664-2007-00582 for delivery device used with this lens.

Event description:
The haptic of the lens broke off in the injector when it was being delivered to the eye through the delivery device. Another lens was used to complete the procedure.